Event description:
The uterus was brought out through the vaginal cuff and then brought up against the vaginal cuff within the vagina to keep pneumoperitoneum. There was a small bleeding site on the cuff with little small bleeding vessel which was controlled with the ligasure device. The cuff was then closed with an endo stitch proceeding from the vaginal cuff angle on the patient's right side towards her left with a barb suture and then as we completed the closure and then brought back for the two locking stitches as we came through with a 2nd locking stitch, it was evident that the needle was not in the needle driver any longer. The suture was intact, so apparently the needle had come off this. We irrigated and examined and could not readily see the needle loosely. The suture was then grasped and cut just at the vaginal cuff and again irrigation was performed and blunt dissection was performed. We checked throughout the pelvis, the cuff, and both ovaries, we did not see any evidence of a foreign body present. At this point, we decided to proceed with this portion of the procedure to continue into the cystoscopy. The suction canister was removed for the filter to examine for the suture and the needle and that device as well. Again, the cuff was examined. There was no evidence of any bleeding. We could not see a needle protruding in any portion of the cuff. The laparoscopic instruments were left in place and we directed attention to the vagina. The vaginal cuff was examined and was intact again with visualization as well as palpation. We could not feel a needle any at any point within the cuff. We did not see the needle anywhere in the bladder as well. At this point, x-ray was brought and we did a flat plate of the abdomen. We could see what appeared to be the needle, which was very small, about 2 mm. Using visualization techniques involving this week, we were able to localize the needle to the site of the vaginal cuff where we had essentially an area where we had performed the last suture. Using the x-ray and then showing the suction tip, we could still not see the needle consistent with the fact that it was buried within the tissue, could not see it intra-abdominally as well as intravaginally. At this point, I made the decision not to open the cuff for fear that it would be still too difficult to identify the needle per se and it cause more risks to the patient by opening the cuff and trying to avoid injuring any tissue and felt there was very low risk of this needle that encapsulated within the tissue causing any further problems.